Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the shaft, balloon, stent implant and in the guide wire lumen. There was contrast in the inflation lumen. The stent implant had dislodged from the balloon and was returned taped to a piece of paper. The first and second row of distal struts were flattened, bent, and one strut in the first row of distal struts was bent back towards the proximal end of the stent implant. There were three struts in the first row of proximal struts that were bent. The entire length of the stent implant was slightly flattened. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The balloon had a bunched backfold throughout the entire length of the fold. There was a kink in the hypotube 13.8 cm distal to the strain relief tubing. There was no other damage noted to the sds. A laser micrometer was used to measure the outer diameters of the stent implant. The distal stent implant outer diameters were oversized. The proximal and middle stent implant outer diameters met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned rx vision sds. It was reported that the stent came off the balloon during preparation. Analysis of the sds noted blood and contrast in the lumens, which is consistent with preparation and the guide wire being loaded into the device. It was confirmed that the stent had dislodged from the balloon. The stent was returned damaged and taped to a piece of paper. This damage to the stent likely occurred due to the way the stent was returned and as a result, the distal crimped stent outer diameter dimension was oversized. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. All online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. The release testing data was also reviewed. Samples from this lot all passed testing for stent placement, crimped stent outer diameter, and stent movement, indicating the units had an adequate crimp. Potential causes for stent dislodgement as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during preparation, or forced sheath removal. Unfortunately, none of the information gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent implant dislodgement in this case cannot be determined. A kink was noted in the hypotube, which was not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. The lot history record was reviewed and there were no non-conforming material reports issued for this lot that were related to the reported dislodged stent. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent came off the balloon during preparation. No additional event or patient information is available.